Event description:
It was reported that noise oversensing resulting in pacing inhibition was noted on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.